Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, minor wear was noted on the trunnion. The metal femoral head was revised to a ceramic head and sleeve (stem, liner and shell were retained). Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown metal head was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as the lot number is unknown. Complaint history review: could not be performed as the lot number is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.